Event description:
The patient reported that they had their dbs implanted in (B)(6) 2012, and before it was turned on they developed a (B)(6) infection resulting in the system being explanted. It was stated that the patient has no intention of having it installed again. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.